Event description:
After inserting contact lenses into the right and left eye, vision on the right eye (did not improve. I realized, that the contact lenses shifted away from the cornea and front of the pupil/iris. Strong pain appeared during blinking and the left eye became red. After 20 mins washing with tear fluid, I could not find the contact lenses in the eye. In an ambulatory eye emergency center, the health professional found the contact lens in the back right part of the right eye broken into two parts. The pictures attached show the two parts and how the lens broke. Second time a lens is defective from that vendor within 10 days - first time I realized the effect before putting it into the right eye. Do you have a picture of the product? Yes. FDA safety report ID#(B)(4).